Event description:
It was reported that the pt had her neurostimulator only mildly alleviated her symptoms. She used 7 volts and higher throughout her therapy since she thought she was supposed to feel stimulation. She had her pt programmer replaced after it would not work with or w/o the antenna, but the replacement programmer did not resolve the issue. Her neurostimulator was replaced which resolved did resolve the pt's lack of effect. The battery in the neurostimulator was found to be "dead" which is why it did not respond with the new programmer.

Manufacturer narrative:
(B)(4). Final analysis of the pt programmer model 3037 (lot # njd058396n) showed a cracked solder joint at pin 2 in the antenna jack.